Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is concluded that there was no abnormality in this product and there were problems with a specific endoscope.

Manufacturer narrative:
An olympus field representative assisted the customer in troubleshooting the issue onsite and isolated the cause to a specific scope. The user facility reported that the issue was resolved.

Event description:
A user facility reported to olympus that a b30 scope communication error was generated when using an olympus series 190 scope. There was no patient injury or harm, associated with the problem, reported to olympus.